Event description:
It was reported the pt is unable to establish communication with her scs ipg after not using/charging it for at least 6 months. The pt is to consult with the physician regarding the issue. Follow-up identified per the sjm representative, the scs ipg is non-functional and the pt is to consult with the physician if/when she is ready to proceed with surgical intervention to address the issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.